Manufacturer narrative:
(B)(4). The device was evaluated by the product analysis lab and passed the homechoice rite functional test but failed the rite electrical ground bond test. There were no problems found during an internal inspection. The assignable cause for rite test failure - ground bond was determined to be a loose setscrew on the door post. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.